Event description:
Suture pulled off needle during use on a pt and the needle stuck a staff member on the posterior shoulder. Physician did not pull tighter or harder than usual, nor at a different angle. This is not a "pop off type" suture. Staff member received body fluid exposure treatment from the employee health services.